Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye was performed and the female connector was observed separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue portion) and the main body of a peritoneal dialysis (pd) transfer set. This issue was further described as, ¿dark blue portion of the extension piece came loose¿. This was observed during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.